Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("essure fragments still inside body, both uterine horns show the proximal ends of both essure devices") in a 34 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of uterine anteflexion, renal atrophy, removal of kidney stone and arterial hypertension. Periods used to be painless before essure. In 2009, the patient had essure inserted. In 2009 she experienced headache ("strong headaches, episodes"), abdominal pain lower ("hypogastric pain") and amenorrhoea ("episodes of amenorrhoea"). On (B)(6) 2015 she experienced painful intercourse ("issues regarding intercourse with my partner"). On (B)(6) 2018 she experienced device breakage (seriousness criteria hospitalisation and intervention required) and complication of device removal ("essure fragments still inside her body"). Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), hypersensitivity ("allergic reactions throughout my whole body"), back pain ("generalized back pain, lumbago"), sciatica ("sciatica"), fatigue ("generalized tiredness"), urinary tract infection ("urinary tract infections"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), tooth loss ("tooth loss"), oral disorder ("overall decay of my mouth health"), gingival disorder ("overall decay of my gum health"), blindness ("loss of vision"), mood swings ("mood swings"), vertigo ("vertigo"), malaise ("generalised malaise"), heavy menstrual bleeding ("menstrual alterations with heavy bleeding"), dysmenorrhoea ("very strong menstrual cramps"), abdominal pain ("abdominal pain") and pain ("generalised pain"). The patient was hospitalised from (B)(6) 2019. The patient was treated with surgery (essure removal via laparoscopic bilateral salpingectomy on (B)(6) 2018 and simple laparoscopic total hysterectomy to remove the essure remainders on (B)(6) 2019). At the time of the report, all of the events were resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, amenorrhoea, back pain, blindness, complication of device removal, device breakage, dysmenorrhoea, painful intercourse, dyspareunia, fatigue, gingival disorder, headache, heavy menstrual bleeding, hypersensitivity, malaise, mood swings, oral disorder, pain, pelvic pain, sciatica, tooth loss, urinary tract infection and vertigo to be related to essure administration. The reporter commented: since the insertion of the ¿essure¿ device, my health has severely deteriorated. For years I have been suffering these ailments, which have led me to seek the assistance of general and emergency care services very frequently. However, the doctors never found a reason for all the pain and discomfort I was experiencing. Finally, in 2018, I decided to get the ¿essure¿ devices removed since, at this point, several gynaecologists had recommended me to do so in light of the problems other women had with these devices both in spain and in other countries, considering the many studies and reports detailing the problems and contraindications of these devices. I finally had the devices removed at the end of 2019. Right after the removal of the devices, and despite having undergone a surgical procedure, my symptoms (or most of them) started to subside. I felt much better from the start, as I said before, even after going through surgery and the respective post-operative period. I was certainly feeling much better than I did when I was using the implants. Despite my overall improvement, I suffered bodily damages that persist to this day.the patient still not in good health, receiving treatments and assessing the sequelae suffered. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2018: essure fragments still inside her body [pathology test] on (B)(6) 2019: after hysterectomy: normal [physical examination] on (B)(6) 2020: one hyperpigmented scar in the periumbilical region. Two imperceptible scars in both flanks. Palpation: no changes found. Motility: motility of lower and upper limbs with no changes found [ultrasound scan] on (B)(6) 2018: anteverted uterus. 4-mm endometrium. Normal adnexa; on (B)(6) 2018: normal anteverted uterus. Both uterine horns show the proximal ends of both essure devices quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-aug-2021: quality safety evaluation of ptc. 31-aug-2021: nca number added. 13-dec-2021: the follow information were included lawyer's reporter, and patient still not in good health, receiving treatments and assessing the sequelae suffered. 09-dec-2022: no new clinical significant information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('essure fragments still inside body, both uterine horns show the proximal ends of both essure devices') in a 40-year-old female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arterial hypertension, removal of kidney stone, renal atrophy and uterine anteflexion. Periods used to be painless before essure. In 2009, the patient had essure inserted. In 2009, the patient experienced headache ("strong headaches, episodes"), abdominal pain lower ("hypogastric pain") and amenorrhoea ("episodes of amenorrhoea"). On (B)(6) 2015, the patient experienced painful intercourse ("issues regarding intercourse with my partner"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria hospitalization and intervention required) and complication of device removal ("essure fragments still inside her body"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), hypersensitivity ("allergic reactions throughout my whole body"), back pain ("generalized back pain, lumbago"), sciatica ("sciatica"), fatigue ("generalized tiredness"), urinary tract infection ("urinary tract infections"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), tooth loss ("tooth loss"), oral disorder ("overall decay of my mouth health"), gingival disorder ("overall decay of my gum health"), blindness ("loss of vision"), mood swings ("mood swings"), vertigo ("vertigo"), malaise ("generalised malaise"), heavy menstrual bleeding ("menstrual alterations with heavy bleeding"), dysmenorrhoea ("very strong menstrual cramps"), abdominal pain ("abdominal pain") and pain ("generalised pain"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with surgery (essure removal via laparoscopic bilateral salpingectomy on (B)(6) 2018 and simple laparoscopic total hysterectomy to remove the essure remainders on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, complication of device removal, hypersensitivity, back pain, sciatica, fatigue, urinary tract infection, dyspareunia, alopecia, tooth loss, oral disorder, gingival disorder, headache, blindness, painful intercourse, mood swings, abdominal pain lower, amenorrhoea, vertigo, malaise, heavy menstrual bleeding, dysmenorrhoea, abdominal pain and pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, amenorrhoea, back pain, blindness, complication of device removal, device breakage, dysmenorrhoea, fatigue, gingival disorder, headache, heavy menstrual bleeding, hypersensitivity, malaise, mood swings, oral disorder, pain, painful intercourse, pelvic pain, sciatica, tooth loss, urinary tract infection, vertigo and dyspareunia to be related to essure. The reporter commented: since the insertion of the ¿essure¿ device, my health has severely deteriorated. For years I have been suffering these ailments, which have led me to seek the assistance of general and emergency care services very frequently. However, the doctors never found a reason for all the pain and discomfort I was experiencing. Finally, in 2018, I decided to get the ¿essure¿ devices removed since, at this point, several gynaecologists had recommended me to do so in light of the problems other women had with these devices both in spain and in other countries, considering the many studies and reports detailing the problems and contraindications of these devices. I finally had the devices removed at the end of 2019. Right after the removal of the devices, and despite having undergone a surgical procedure, my symptoms (or most of them) started to subside. I felt much better from the start, as I said before, even after going through surgery and the respective post-operative period. I was certainly feeling much better than I did when I was using the implants. Despite my overall improvement, I suffered bodily damages that persist to this day. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2018: essure fragments still inside her body. Pathology test - on (B)(6) 2019: after hysterectomy: normal. Physical examination - on (B)(6) 2020: one hyperpigmented scar in the periumbilical region. Two imperceptible scars in both flanks. Palpation: no changes found. Motility: motility of lower and upper limbs with no changes found. Ultrasound scan - on (B)(6) 2018: anteverted uterus. 4-mm endometrium. Normal adnexa; on (B)(6) 2018: normal anteverted uterus. Both uterine horns show the proximal ends of both essure devices. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-aug-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and physician via lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('essure fragments still inside body, both uterine horns show the proximal ends of both essure devices') in a (B)(6) female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arterial hypertension, removal of kidney stone, renal atrophy and uterine anteflexion. Periods used to be painless before essure. In 2009, the patient had essure inserted. In 2009, the patient experienced headache ("strong headaches, episodes"), abdominal pain lower ("hypogastric pain") and amenorrhoea ("episodes of amenorrhoea"). On (B)(6) 2015, the patient experienced painful intercourse ("issues regarding intercourse with my partner"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria hospitalization and intervention required) and complication of device removal ("essure fragments still inside her body"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), hypersensitivity ("allergic reactions throughout my whole body"), back pain ("generalized back pain, lumbago"), sciatica ("sciatica"), fatigue ("generalized tiredness"), urinary tract infection ("urinary tract infections"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), tooth loss ("tooth loss"), oral disorder ("overall decay of my mouth health"), gingival disorder ("overall decay of my gum health"), blindness ("loss of vision"), mood swings ("mood swings"), vertigo ("vertigo"), malaise ("generalised malaise"), heavy menstrual bleeding ("menstrual alterations with heavy bleeding"), dysmenorrhoea ("very strong menstrual cramps"), abdominal pain ("abdominal pain") and pain ("generalised pain"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with surgery (essure removal via laparoscopic bilateral salpingectomy on (B)(6) 2018 and simple laparoscopic total hysterectomy to remove the essure remainders on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, complication of device removal, hypersensitivity, back pain, sciatica, fatigue, urinary tract infection, dyspareunia, alopecia, tooth loss, oral disorder, gingival disorder, headache, blindness, painful intercourse, mood swings, abdominal pain lower, amenorrhoea, vertigo, malaise, heavy menstrual bleeding, dysmenorrhoea, abdominal pain and pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, amenorrhoea, back pain, blindness, complication of device removal, device breakage, dysmenorrhoea, fatigue, gingival disorder, headache, heavy menstrual bleeding, hypersensitivity, malaise, mood swings, oral disorder, pain, painful intercourse, pelvic pain, sciatica, tooth loss, urinary tract infection, vertigo and dyspareunia to be related to essure. The reporter commented: since the insertion of the ¿essure¿ device, my health has severely deteriorated. For years I have been suffering these ailments, which have led me to seek the assistance of general and emergency care services very frequently. However, the doctors never found a reason for all the pain and discomfort I was experiencing. Finally, in 2018, I decided to get the ¿essure¿ devices removed since, at this point, several gynaecologists had recommended me to do so in light of the problems other women had with these devices both in spain and in other countries, considering the many studies and reports detailing the problems and contraindications of these devices. I finally had the devices removed at the end of 2019. Right after the removal of the devices, and despite having undergone a surgical procedure, my symptoms (or most of them) started to subside. I felt much better from the start, as I said before, even after going through surgery and the respective post-operative period. I was certainly feeling much better than I did when I was using the implants. Despite my overall improvement, I suffered bodily damages that persist to this day. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2018: essure fragments still inside her body. Pathology test - on (B)(6) 2019: after hysterectomy: normal. Physical examination - on (B)(6) 2020: one hyperpigmented scar in the periumbilical region. Two imperceptible scars in both flanks. Palpation: no changes found. Motility: motility of lower and upper limbs with no changes found. Ultrasound scan - on (B)(6) 2018: anteverted uterus. 4-mm endometrium. Normal adnexa; on (B)(6) 2018: normal anteverted uterus. Both uterine horns show the proximal ends of both essure devices. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.